Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for evaluation. Trends will be reviewed. No complaint was stated against this product. This is the same event as 1043534-2009-00363.